Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported a loss of pain relief on (B)(6) 2017 and complained of pain in the back and legs. The patient requested removal of the device. The entire system was explanted and not replaced on (B)(6) 2017. The device disposition was unknown. The event resolved without sequelae. The event was related to the device or therapy, and was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there were no other actions prior to explant. The cause of the loss of pain relief was not determined. The patient's baseline weight was provided. Intractable radicular syndrome of the lower limbs, and back pain with leg pain were noted as the patient's relevant medical history.